Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, four resolute onyx drug-eluting stents were implanted: three in the rca and one in the cx. Post procedure side branch occlusion of the 2nd om was noted through angiography.